Event description:
It was reported that upon opening the foley tray package, the broken sesshi was discovered. Since there were no broken pieces inside, it was likely that the damage occurred during the manufacturing process. Only the sesshi was broken.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.